Manufacturer narrative:
Our field engineer replaced both footswitches as a precaution. Fe reinforced warning in user manual as precaution to keep foot switches as far away as practical from the patient's feet and the exam chair.

Event description:
It was reported on (B)(6) 2016 that an e-stop was pushed and they couldn't reset it. On (B)(6) 2016 our field engineer was told that the c-arm moved down on its own and the patient was pinched between the c-arm and the chair. The patient was sent to the ER for a bruise on her left thigh. She was given ice packs and released.